Event description:
It was reported that the pump screen button to press and hold was greyed out and unresponsive during a routine supply change, with no effect on blood glucose and no alerts or alarms; the user restarted the pump via the mobile app and then completed the supply change, after which normal function resumed. Symptoms included no clinical effects. Outcomes included no impact on health and no need for medical intervention. Investigation included remote troubleshooting and user guidance, including a device restart. Investigation of this case revealed a transient user interface freeze that resolved after restart, consistent with a temporary device software or user interface anomaly, with no ongoing malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to an intermittent, non-reproducible event.